Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple intermittent occlusion alarms occurred during bolus delivery. The cause could not be determined during system check with tandem technical support. The customer cleared the occlusion alarms and resumed insulin delivery. The customer's blood glucose was 70 mg/dl.